Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had tha done in 1998. Recently started having pain. X-ray showed loose stem. It was removed and replaced.